Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . B3: date of event: april 2025. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: unknown. The actual device was not returned. Since the actual device was not returned, investigation of it could not be performed. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following inspection and control. The outer diameter of wire is controlled to assure its strength. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as peeling of the outer layer or a scratch. The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). Please refer to section h10 for the importer's report on the reported event.

Event description:
The user facility reported that the product the tip fragmented during an ercp procedure while the device was being maneuvered past as tight stricture. The product was discarded following the procedure, and the exact date of the procedure was unknown. The procedure type was therapeutic. There was no serious injury and/or an adverse effect.